Event description:
During a coronary bypass surgery, as the surgeon was implanting the zip ties the gun was slipping and would not tighten appropriately. Surgeon removed the ties and revised to competitors wire to close the sternum. An additional 10-15 minutes was added to the surgery time. This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The instruments were received with no visible damage. The device passed the required functional test successfully. The event as per the complaint description could not be duplicated. After the instrument was lubricated as per the clinical reprocessing instructions, the instrument worked as per design intend and three inserted implants could be normally tensioned and cut to the instruments max tension limitation without slipping. The handling test with the instrument showed that the trigger was not returning to its most forward position so that an implant could not be inserted for tensioning and or cutting. This may have lead the user to believe that he could not tension the implants with the instrument. This complaint has been deemed invalid from a manufacturing standpoint. No design related issues could be identified on the returned instrument. It was noticed that the instrument was returned without been lubricated and worked only with additional force and therefore worked not as per design intent. After the instrument was lubricated as per the clinical reprocessing instructions the instrument worked as per design intent and three inserted implants could be normally tensioned and cut to the instruments max tension limitation without slipping. Placeholder.